Manufacturer narrative:
A medtronic representative, following-up at the site, reported there was an incision made and the frame was attached when the procedure was cancelled. The medtronic representative checked the ip information in the o-arm 1000 imaging system and found it had been deleted. The medtronic representative re-entered and was able to properly connect with the stealthstation s7 system. The medtronic representative could not recreate the reported issue of losing the ip information. No further issues have been reported.

Event description:
A medtronic representative reported demonstrating to the site staff how to input ip information during an inservice. The o-arm 1000 imaging system was previously configured with this inservice information, the medtronic representative exited out of the screen without changing, or deleting, anything. The o-arm imaging system was then taken to be used in a spine procedure. After the spin was acquired, the image was not able to be sent to the navigation system. The surgeon opted to discontinue the use of the navigation and the imaging systems, halt the procedure and re-schedule.

Manufacturer narrative:
System log data was analyzed, but a root cause could not be determined from the information provided.